Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the bolus calculation recommended by the pump was inaccurate. Additionally, it was reported that a cartridge alarm (alarm 5) and a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level ranged between 93-275 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.